Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, an issue occurred related to the profile name and auto-discharge settings. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an issue related to the profile name and auto-discharge settings. A technical support specialist (tss) connected to the server and reviewed the configured auto discharge durations and findings were shared with the customer, along with a user guide for reference. A knowledge article (patient missing on a bd pyxis medstation es) was attached to assist with further understanding and configuration review. The system functioned as intended after the technical support specialist troubleshot the device.